Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
It was reported that the pump pushed all the insulin out of the cartridge during the load step. This event occurred twice on (B)(6) 2010 during a routine cartridge change. A family member confirmed that the pt was disconnected from her infusion site.